Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the intertan 7.0mm comp screw starter drill tip broke off. The broken piece was not returned with the device. The product exhibits signs of significant use and wear. The clinical/medical investigation stated that the five intra-operative images provided show the broken drill tip, as well as what appears as the final nail implanted as well as lag screw and compression screw in place. In addition to one intra-operative photo of a gloved hand holding the intertan 7.0mm comp screw starter drill without the tip were provided. Based on the information provided, a procedural variance versus user error cannot be ruled out as the likely cause of the reported adverse event as there was no reference to the confirmation of the guide position as indicated in the surgical technique. The non-implantable intertan 7.0mm comp screw starter drills are manufactured and intended as externally communicating devices and are not approved for long-term internal tissue exposure and long-term implantation data is not available. The drill tip was reportedly retained in the bone but a fluro image of the nail with lag screw and compression screw, which is presumed at completion of the procedure, does not show the drill tip but will presume not removed as that is how it was reported. Micro-motion and/or migration cannot be confirmed. We cannot make conclusions on the impact of the non-implantable foreign body. It is unknown if a procedure will be scheduled to remove the drill tip. According to the report, the procedure was completed with non-significant delay, with a s+n back up device in the same pre-drilled hole and no further injury was reported as a consequence of this issue. The impact to the patient was retained drill-tip and the non-significant surgical delay. Further impact can only be presumed but regularly scheduled follow-up/monitoring would be anticipated. No further clinical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse, procedural variance, user error or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during an internal fixation surgery, the surgeon had driven a 3.2mm guide pin through the pin sleeve within the lag screw sleeve. Then while using the intertan 7.0mm comp screw starter drill, the surgeon perforated the cortex, but the tip of the intertan 7.0mm comp screw starter drill broke off (right where it widens in diameter) in the patient. It was attempted to retrieve the drill tip unsuccessfully but was able to move the broken piece away from the compression and lag screw area up proximally and posterior to the nail insertion point. Then it was put the nail down and were able to successfully complete the intertan intermedullary trochanteric nail procedure, despite having to leave the broken drill tip in the patient. The procedure was resumed, after a non significant delay, with a s+n back up device. No further injury was reported as a consequence of this issue.